Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at recommended replacement time (rrt) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.